Event description:
It was reported the catheter had moved out of place. The health professional stopped the pump until a revision could be scheduled. The patient heard an alarm few days after the pump was stopped. The day of the revision, the pump was interrogated and indicated "stopped pump may exceed tube set." No symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Catheter.